Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 21nov2018. A final report will be submitted upon completion of the investigation.

Event description:
Customer reports unit produces a power fail alarm when ac is connected. No patient/user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 17jan2019. Date received by manufacturer: 16jan2019. The customer reported that the power supply was replaced and the unit was back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the unit produced a power fail alarm when ac (alternate current) was connected. The customer reported that the unit was not in use at the time the issue was discovered. It was a routine check. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 18jan2019, date rec¿d by MFR : 17dec2018. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.